Event description:
It was reported that the patient had an infection. The patient stated that the therapy was working well; however an infection had developed around the right side lead. Three different times since implant a 'pimple' like sore had developed which then would begin to ooze puss. The patient was going to have a CT scan, and a surgery to resolve the issue was scheduled on (B)(6), 2012. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had an infection; staphylococcus aureus. It was stated that a "pimple" developed on the lower back or upper buttock area on the surface of the skin over the right lead that filled with "puss", and they would "drain it then it would fill up again and they would drain it again." It was reported that the right lead was removed on (B)(6) 2012. It was stated that the device was working in that the patient no longer experienced urgency issues, but she was not able to completely empty her bladder. No further information was provided.

Event description:
Additional information received from the health care provider (hcp) reported that the right lead was explanted on (B)(6) 2012. It was stated that 'findings consistent with granuloma.' A culture was obtained that revealed 'few' (B)(6). No further information about this event was provided.

Manufacturer narrative:
Product ID 3889-28, lot# v913867, implanted: 2012-(B)(6), product type lead; product ID 3037, serial# (B)(4), product type programmer, (B)(4).

Event description:
Additional information was reported that "not a true infection" occurred. The skin had thinned over the s3 lead. Perioperative antibiotics were administered. Cultures were performed and results were negative. The patient did not have meningitis. There was no further information at the time of this report.

Manufacturer narrative:
(B)(4).